Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, positioning difficulties were noted; the valve dislodged during deployment, resulting in the left cusp deploying above the annulus. A second valve (valve-in-valve) was implanted successfully. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.